Event description:
It was reported that this right atrial (ra) lead recorded two signal artifact monitoring (sam) episodes due to noise oversensing and high out of range pacing impedance measurements on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. This resulted in the minute ventilation (mv) feature being automatically disabled. Further evaluation was recommended. No adverse patient effects were reported. This ra lead remains in service.

Event description:
It was reported that this right atrial (ra) lead recorded two signal artifact monitoring (sam) episodes due to noise oversensing and high out of range pacing impedance measurements on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. This resulted in the minute ventilation (mv) feature being automatically disabled. Further evaluation was recommended. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted. The ra lead was successfully replaced with another lead with the same model. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Follow up report 2 (additional information): this report is being submitted to update section b5 and d9. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead recorded two signal artifact monitoring (sam) episodes due to noise oversensing and high out of range pacing impedance measurements on the right atrial (ra) channel. As a result, inappropriate atrial tachy response (atr) episodes were stored. This resulted in the minute ventilation (mv) feature being automatically disabled. Further evaluation was recommended. No adverse patient effects were reported. Additional information indicated that this ra lead was explanted. The ra lead was successfully replaced with another lead with the same model. No adverse patient effects were reported. At this time, this ra lead has not been returned to boston scientific for further analysis. Additional information indicated that this ra lead explanted due insufficient numbers measured through the device. No adverse patient effects were reported. In addition is not expected to be returned to boston scientific since it was retained by the explanting hospital.